Manufacturer narrative:
An event of av block during device implant was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that the patient had a baseline sinus rhythm, there was some calcification present, and the valve was implanted with 5mm depth from the non-coronary cusp, deeper than the optimal 3mm depth, which could have contributed to the reported av block. It was reported that in the doctor's opinion, the amount of resheaths with the previous valve resulted in interference with the stimulus conduction system. Based on all available information, a cause for the reported event could not be conclusively determined. It is possible that the implant depth or the previous resheaths contributed to the event . However, this cannot be confirmed.

Event description:
It was reported that on (B)(6) 2023, a 27mm navitor valve (19438682) was chosen for implant with a large flexnav delivery sheath (8822283) during a transcatheter aortic valve implantation through the left femoral artery. It was reported there was some calcification extending beneath the aortic annular plane in the interventricular septum. During procedure, it was reported the operator experienced difficulty placing the valve in the appropriate position which involved a total of six resheaths. After the third deployment attempt, the patient experienced complete atrioventricular block. A decision was made to replace both valve and delivery sheath for a new 27mm navitor valve (19446928) and a second large flexnav delivery sheath (8675972). The physician confirmed the replacement device was successfully implanted in one session, and the replacement device was never resheathed after deployment. There was no clinically significant delay in the procedure due to this event. The final valve implant depth was 5mm for the noncoronary cusp and 5mm for the left coronary cusp. The valsalva sinus height was 30mm, circumference of the native valve was 74.2mm, and the ascending aorta diameter was 32mm. After implant procedure, the patient's pulse was reported to have returned to normal but a decision was made to place a temporary pacemaker as a precaution. The temporary pacemaker was placed from the femoral artery to the left jugular vein. The patient was returned to the intensive care unit (ICU), and their status was reported as stable. It was later reported that on 28 april 2023, the patient required a permanent pacemaker implant. The patient status was reported as discharged.